Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation and the issue was confirmed, the power button is stuck on. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount and use and age of the device (over 7 years). The amount of operating force applied to the power switch and the number of times that the power switch was used in its lifetime caused the failure. Additionally, a design change was initiated for the power switch to make it more durable after this device was manufactured (november 2013) to help with this issue.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
A user facility reported that a power switch button was stuck on a xenon light source. There was no patient involvement or injuries reported. No additional information has been obtained.